Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as a faulty modular chemistry sample syringe and 3-way valve. The fse replaced the syringe and valve to resolve the issue. (B)(4).

Event description:
A customer reported the generation of erroneously high na (sodium) patient results on their unicel dxc 600 pro instrument. The erroneous results were not reported out of the laboratory. There was no report of injury or change to patient treatment associated with this event.